Manufacturer narrative:
The imaging system was tested and serviced at the site. The louver cover was replaced on the system, thus resolving the issue. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that while a medtronic representative (rep) was onsite installing software onto the system, the rep discovered that there was a scraping noise coming from the gantry due to a damaged spring. The plastic hinge holding the louver cover was broken. The louver cover required replacement. There was no patient present when this issue was observed.